Event description:
The homecare provider (hcp) reported the following info: (1) a pt was filling the c1000 and liquid oxygen leaked out the top case vents. (2) no pt injury or property damage occurred.